Event description:
It was reported that the 9800 system had a low ma error on bright images. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The low ma censer was adjusted. The system was tested and found to be working as intended and put back into service.